Event description:
ï»¿Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;21027572,,,9/2/2025,AMS Inflatable Penile Prosthesis,device impotence mechanical/hydraulic,UNK-P-IPP,,UNK-P-IPP,,,N970012,9/2/2025,MA,"This report summarizes 23 reported incidents for Inflatable Penile Prosthesis (IPP) malfunction and 1 of migration. Two IPP were revised, and seven more were only removed. Device relationship to the events reported is not provided. ;;Type of Procedure: Evaluation of MS Pump in one of the following procedures: Diagnosis of Erectile Dysfunction or Peyronieâ¿¿s Disease, Procedure code for IPP implant, Tenacio Pump device identification.;;Age: Average age of 65.44 years;Sex: Male: 100% / Female: 0.0%;;Boston Scientific performed a 90-day Evaluation of Tenacio Pump vs MS Pump in the Truveta database. The analysis aimed to understand post-operative complications and device malfunctions in the first 90-days post inflatable penile prosthesis (IPP) implant procedure with AMS 700 Tenacio pump compared to AMS 700 with MS pump. The procedures were performed from June 2024 to May 2025. Within this analysis, a total of 320 patients underwent AMS 700 with MS Pump implant procedure. Following the procedures, 23 patients experienced IPP malfunction and 1 more experienced IPP migration. ;;Patient events were identified as event terms with rates. Multiple event terms may apply to a single patient. Data include newly implanted patients and follow up of patients included in the previous data set. Data obtained from Truveta for this study is de-identified before being accessed by Boston Scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to BSC.;;For H11:;Race: White 60.9%, Black or African American 25.9%, Asian 0.6%, American Indian or Alaska Native 0.3%, Other 5.9%, Data unavailable 6.3%;Ethnicity: Hispanic or Latino 14.1%, Mexican 0.9%, Puerto Rican 0.3%, Not Hispanic or Latino 79.4%. Data unavailable 5.3%","Timeframe of Event Data: Events from penile prosthesis procedures from June 204 to May 2025.;Summary of Events: Following procedures involving Inflatable Penile Prosthesis (IPP) with MS Pump, 23 patients experienced device malfunction and 1 more experienced migration. Two IPP were revised, and seven more were only removed.;Contextual Analysis of Study Data:;Device Malfunction;The malfunction rate ranges from 7.19% to 7.20%. Published literature reports rates between 0.2% and 37.3% 1,2,4,11,7,9,12,8,5 for general malfunctions, including any system component. Therefore, the reported rate is within the range described in the literature.;Device Migration;The IPP migration rate ranges from 0% to 3.31%. Published literature reports rates between 0% to 10% 1,2,13,14,15. Therefore, the reported rate is within the range described in the literature.;Device replacement and/or revision;The IPP replacement and/or revision rate range from 0% to 0.80%. Published literature reports rates between 1.4% to 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. Therefore, the reported rate is below the range described in the literature.;;Device removal (without replacement);The IPP removal (without replacement) rate ranges from 2.19% to 4.00%. Published literature reports rates for removal due to pain or infection are between 2% to 6.1% 16. Therefore, Therefore, the reported rate is within the range described in the literature.;;All rates observed in this study are in line with the state-of-the-art rates in literature. There were no unexpected adverse events in this study.;;1. See AMS 700 Clinical Trial referenced in 92162915-01B_AMS-700_IFU_global_s.pdf;2. Henry GD, Karpman E, Brant W, et al. The Who, How and What of Real-World Penile Implantation in 2015: The PROPPER Registry Baseline Data. Clinical Study. J Urol. Feb 2016;195(2):427-33. doi:10.1016/j.juro.2015.07.109;3. Altunkol, A., ErÃ§il, H., Å¿ener, N. C., Ceber, S., VuruÅ¿kan, E., OrtoÄ¿lu, F., & Ã¿iftÃ§i, H. (2014). Clinical evaluation of outcomes of penile prosthesis implantation and partner satisfaction. Journal of Clinical Practice and Research, 36(4), 148.;4. Ji YSK, Y.H.; Song, P.H.; Moon, K.H. Long-term survival and patient satisfaction with inflatable penile prosthesis for the treatment of erectile dysfunction. Korean J Urol. 2015;56:461-465. doi:http://dx.doi.org/10.4111/kju.2015.56.6.4;5. Chiang HS, Liao CH, Chang ML. Benefits of antibiotic-impregnated inflatable penile prosthesis (InhibiZone(Â®)) in patients at high risk of infection in Taiwan. Clinical Study. Urological Science. 1 2016;27(3):144-147. doi:http://dx.doi.org/10.1016/j.urols.2016.03.004;6. Negro, C. L. A., Paradiso, M., Rocca, A., & Bardari, F. (2016). Implantation of AMS 700 LGX penile prosthesis preserves penile length without the need for penile lengthening procedures. Asian Journal of Andrology, 18(1), 114-117.;7. Loh-Doyle J, Patil MB, Sawkar H, Wayne K, Boyd SD. 3-Piece Inflatable Penile Prosthesis Placement Following Radical Cystoprostatectomy and Urinary Diversion: Technique and Outcomes. Clinical Study. J Sex Med. Jun 2018;15(6):907-913. doi:10.1016/j.jsxm.2018.01.014;8. Kim KS, Bae WJ, Kim SW, Lee MY. Experience with AMS 700 LGX penile prostheses for preserving penile length in Korea. Clinical Study. BMC Urology. 16 Jan 2019 2019;19:1 Article Number: 6.doi:http://dx.doi.org/10.1186/s12894-018-0425-5;9. Chierigo F, Capogrosso P, Deho F, et al. Long-Term Follow-Up After Penile Prosthesis Implantation-Survival and Quality of Life Outcomes. Clinical Study. J Sex Med. Nov 2019;16(11):1827-1833. doi:10.1016/j.jsxm.2019.08.001;10. Carrino M, Chiancone F, Battaglia G, Pucci L, Fedelini P. Distal corporoplasty for distal cylinders extrusion after penile prosthesis implantation. Clinical Study. Urologia. Feb 3 2017;84(1):38-39. doi:10.5301/uro.5000191;11. Pozza D, Pozza M, Musy M, Pozza C. 500 penile prostheses implanted by a surgeon in Italy in the last 30 years. Clinical Study. Archivio Italiano di Urologia e Andrologia. 2015 2015;87(3):216-221. doi:http://dx.doi.org/10.4081/aiua.2015.3.216;12. Morgado A, Cavadas AS, Pacheco Figueiredo L, Tomada N. Long-term patient-reported satisfaction with different inflatable penile prosthesis: Comparison between AMS 700CX and Coloplast Titan. Clinical Study. Rev Int Androl. Jul - Sep 2018;16(3):112-118. doi:10.1016/j.androl.2017.07.003. ;13. Mondaini NC, Tommaso; Sarti, Enrico; Polloni, Gaia; Gavazzi, Andrea; Conti, Duccio; Cocci, Andrea; Albersen, Maarten; Cito, Gianmartin; Bartoletti, Riccardo. A Case Series of Patients Who Underwent Laparoscopic Extraperitoneal Radical Prostatectomy with the Simultaneous Implant of a Penile Prosthesis: Focus on Penile Length Preservation. World J Mens Health. 2018;36(2):132-138. doi:https://doi.org/10.5534/wjmh.17043;14. Baten, E., Vandewalle, T., & Van Renterghem, K. (2016). Stretch due to penile prosthesis reservoir migration. Urology case reports, 5, 20.;15. Bettocchi, C., Santoro, V., Sebastiani, F., Lucarelli, G., Colombo, F., Ralph, D. J., ... & Spilotros, M. (2020). Management of severe complications following penile surgery for erectile dysfunction and Peyronie disease: three case reports. Medicine, 99(7), e18690.;16. Johnson BE, Langford BT, VanDyke ME, et al. Long-term experience with AMS-700 CXR inflatable penile prosthesis in high-risk patients with corporal fibrosis. Clinical Study. Int J Impot Res. Aug 17 2024:1-6. doi:10.1038/s41443-024-00962-y",,Average 65.44 years,"Female: 0.0%; Male: 100%;",,,,E2403,F19,A05;A010402,G07001,B17,C19,D15,No,0;

Manufacturer narrative:
TIMEFRAME OF EVENT DATA: EVENTS FROM PENILE PROSTHESIS PROCEDURES FROM JUNE 204 TO MAY 2025. SUMMARY OF EVENTS: FOLLOWING PROCEDURES INVOLVING INFLATABLE PENILE PROSTHESIS (IPP) WITH MS PUMP, 23 PATIENTS EXPERIENCED DEVICE MALFUNCTION AND 1 MORE EXPERIENCED MIGRATION. TWO IPP WERE REVISED, AND SEVEN MORE WERE ONLY REMOVED. CONTEXTUAL ANALYSIS OF STUDY DATA: DEVICE MALFUNCTION: THE MALFUNCTION RATE RANGES FROM 7.19% TO 7.20%. PUBLISHED LITERATURE REPORTS RATES BETWEEN 0.2% AND 37.3% 1,2,4,11,7,9,12,8,5 FOR GENERAL MALFUNCTIONS, INCLUDING ANY SYSTEM COMPONENT. THEREFORE, THE REPORTED RATE IS WITHIN THE RANGE DESCRIBED IN THE LITERATURE. DEVICE MIGRATION: THE IPP MIGRATION RATE RANGES FROM 0% TO 3.31%. PUBLISHED LITERATURE REPORTS RATES BETWEEN 0% TO 10% 1,2,13,14,15. THEREFORE, THE REPORTED RATE IS WITHIN THE RANGE DESCRIBED IN THE LITERATURE. DEVICE REPLACEMENT AND/OR REVISION THE IPP REPLACEMENT AND/OR REVISION RATE RANGE FROM 0% TO 0.80%. PUBLISHED LITERATURE REPORTS RATES BETWEEN 1.4% TO 14.1% 1, 2, 4, 11, 7, 12, 9, 8, 5. THEREFORE, THE REPORTED RATE IS BELOW THE RANGE DESCRIBED IN THE LITERATURE. DEVICE REMOVAL (WITHOUT REPLACEMENT): THE IPP REMOVAL (WITHOUT REPLACEMENT) RATE RANGES FROM 2.19% TO 4.00%. PUBLISHED LITERATURE REPORTS RATES FOR REMOVAL DUE TO PAIN OR INFECTION ARE BETWEEN 2% TO 6.1% 16. THEREFORE, THEREFORE, THE REPORTED RATE IS WITHIN THE RANGE DESCRIBED IN THE LITERATURE. ALL RATES OBSERVED IN THIS STUDY ARE IN LINE WITH THE STATE-OF-THE-ART RATES IN LITERATURE. THERE WERE NO UNEXPECTED ADVERSE EVENTS IN THIS STUDY. 1. SEE AMS 700 CLINICAL TRIAL REFERENCED IN 92162915-01B_AMS-700_IFU_GLOBAL_S.PDF. 2. HENRY GD, KARPMAN E, BRANT W, ET AL. THE WHO, HOW AND WHAT OF REAL-WORLD PENILE IMPLANTATION IN 2015: THE PROPPER REGISTRY BASELINE DATA. CLINICAL STUDY. J UROL. FEB 2016;195(2):427-33. DOI:10.1016/J.JURO.2015.07.109. 3. ALTUNKOL A, ERCIL H, SENER NC, CEBER S, VURUSKAN E, ORTOGLU F, CIFTCI H. (2014). CLINICAL EVALUATION OF OUTCOMES OF PENILE PROSTHESIS IMPLANTATION AND PARTNER SATISFACTION. JOURNAL OF CLINICAL PRACTICE AND RESEARCH, 36(4), 148. 4. JI YSK, YH; SONG PH; MOON KH. LONG-TERM SURVIVAL AND PATIENT SATISFACTION WITH INFLATABLE PENILE PROSTHESIS FOR THE TREATMENT OF ERECTILE DYSFUNCTION. KOREAN J UROL. 2015;56:461-465. DOI:HTTP://DX.DOI.ORG/10.4111/KJU.2015.56.6.4. 5. CHIANG HS, LIAO CH, CHANG ML. BENEFITS OF ANTIBIOTIC-IMPREGNATED INFLATABLE PENILE PROSTHESIS (INHIBIZONE) IN PATIENTS AT HIGH RISK OF INFECTION IN TAIWAN. CLINICAL STUDY. UROLOGICAL SCIENCE. 1 2016;27(3):144-147. DOI:HTTP://DX.DOI.ORG/10.1016/J.UROLS.2016.03.004 6. NEGRO CL, PARADISO M, ROCCA A, BARDARI F. (2016). IMPLANTATION OF AMS 700 LGX PENILE PROSTHESIS PRESERVES PENILE LENGTH WITHOUT THE NEED FOR PENILE LENGTHENING PROCEDURES. ASIAN JOURNAL OF ANDROLOGY, 18(1), 114-117. 7. LOH-DOYLE J, PATIL MB, SAWKAR H, WAYNE K, BOYD SD. 3-PIECE INFLATABLE PENILE PROSTHESIS PLACEMENT FOLLOWING RADICAL CYSTOPROSTATECTOMY AND URINARY DIVERSION: TECHNIQUE AND OUTCOMES. CLINICAL STUDY. J SEX MED. JUN 2018;15(6):907-913. DOI:10.1016/J.JSXM.2018.01.014. 8. KIM KS, BAE WJ, KIM SW, LEE MY. EXPERIENCE WITH AMS 700 LGX PENILE PROSTHESES FOR PRESERVING PENILE LENGTH IN KOREA. CLINICAL STUDY. BMC UROLOGY. 16 JAN 2019;19:1 ARTICLE NUMBER: 6. DOI:HTTP://DX.DOI.ORG/10.1186/S12894-018-0425-5. 9. CHIERIGO F, CAPOGROSSO P, DEHO F, ET AL. LONG-TERM FOLLOW-UP AFTER PENILE PROSTHESIS IMPLANTATION-SURVIVAL AND QUALITY OF LIFE OUTCOMES. CLINICAL STUDY. J SEX MED. NOV 2019;16(11):1827-1833. DOI:10.1016/J.JSXM.2019.08.001. 10. CARRINO M, CHIANCONE F, BATTAGLIA G, PUCCI L, FEDELINI P. DISTAL CORPOROPLASTY FOR DISTAL CYLINDERS EXTRUSION AFTER PENILE PROSTHESIS IMPLANTATION. CLINICAL STUDY. UROLOGIA. FEB 3 2017;84(1):38-39. DOI:10.5301/URO.5000191. 11. POZZA D, POZZA M, MUSY M, POZZA C. 500 PENILE PROSTHESES IMPLANTED BY A SURGEON IN ITALY IN THE LAST 30 YEARS. CLINICAL STUDY. ARCHIVIO ITALIANO DI UROLOGIA E ANDROLOGIA. 2015;87(3):216-221. DOI:HTTP://DX.DOI.ORG/10.4081/AIUA.2015.3.216. 12. MORGADO A, CAVADAS AS, PACHECO FIGUEIREDO L, TOMADA N. LONG-TERM PATIENT-REPORTED SATISFACTION WITH DIFFERENT INFLATABLE PENILE PROSTHESIS: COMPARISON BETWEEN AMS 700CX AND COLOPLAST TITAN. CLINICAL STUDY. REV INT ANDROL. JUL-SEP 2018;16(3):112-118. DOI:10.1016/J.ANDROL.2017.07.003. 13. MONDAINI NC, TOMMASO; SARTI E; POLLONI G; GAVAZZI A; CONTI D; COCCI A; ALBERSEN M; CITO G; BARTOLETTI R. A CASE SERIES OF PATIENTS WHO UNDERWENT LAPAROSCOPIC EXTRAPERITONEAL RADICAL PROSTATECTOMY WITH THE SIMULTANEOUS IMPLANT OF A PENILE PROSTHESIS: FOCUS ON PENILE LENGTH PRESERVATION. WORLD J MENS HEALTH. 2018;36(2):132-138. DOI:HTTPS://DOI.ORG/10.5534/WJMH.17043. 14. BATEN E, VANDEWALLE T, VAN RENTERGHEM K. (2016). STRETCH DUE TO PENILE PROSTHESIS RESERVOIR MIGRATION. UROLOGY CASE REPORTS, 5, 20. 15. BETTOCCHI C, SANTORO V, SEBASTIANI F, LUCARELLI G, COLOMBO F, RALPH DJ, SPILOTROS M. (2020). MANAGEMENT OF SEVERE COMPLICATIONS FOLLOWING PENILE SURGERY FOR ERECTILE DYSFUNCTION AND PEYRONIE DISEASE: THREE CASE REPORTS. MEDICINE, 99(7), E18690. 16. JOHNSON BE, LANGFORD BT, VANDYKE ME, ET AL. LONG-TERM EXPERIENCE WITH AMS-700 CXR INFLATABLE PENILE PROSTHESIS IN HIGH-RISK PATIENTS WITH CORPORAL FIBROSIS. CLINICAL STUDY. INT J IMPOT RES. AUG 17 2024:1-6. DOI:10.1038/S41443-024-00962-Y.

Event description:
THIS REPORT SUMMARIZES 23 REPORTED INCIDENTS FOR INFLATABLE PENILE PROSTHESIS (IPP) MALFUNCTION AND 1 OF MIGRATION. TWO IPP WERE REVISED, AND SEVEN MORE WERE ONLY REMOVED. DEVICE RELATIONSHIP TO THE EVENTS REPORTED IS NOT PROVIDED. TYPE OF PROCEDURE: EVALUATION OF MS PUMP IN ONE OF THE FOLLOWING PROCEDURES: DIAGNOSIS OF ERECTILE DYSFUNCTION OR PEYRONIES DISEASE, PROCEDURE CODE FOR IPP IMPLANT, TENACIO PUMP DEVICE IDENTIFICATION. AGE: AVERAGE AGE OF 65.44 YEARS. SEX: MALE: 100% / FEMALE: 0.0%. BOSTON SCIENTIFIC PERFORMED A 90-DAY EVALUATION OF TENACIO PUMP VS MS PUMP IN THE TRUVETA DATABASE. THE ANALYSIS AIMED TO UNDERSTAND POST-OPERATIVE COMPLICATIONS AND DEVICE MALFUNCTIONS IN THE FIRST 90-DAYS POST INFLATABLE PENILE PROSTHESIS (IPP) IMPLANT PROCEDURE WITH AMS 700 TENACIO PUMP COMPARED TO AMS 700 WITH MS PUMP. THE PROCEDURES WERE PERFORMED FROM JUNE 2024 TO MAY 2025. WITHIN THIS ANALYSIS, A TOTAL OF 320 PATIENTS UNDERWENT AMS 700 WITH MS PUMP IMPLANT PROCEDURE. FOLLOWING THE PROCEDURES, 23 PATIENTS EXPERIENCED IPP MALFUNCTION AND 1 MORE EXPERIENCED IPP MIGRATION. PATIENT EVENTS WERE IDENTIFIED AS EVENT TERMS WITH RATES. MULTIPLE EVENT TERMS MAY APPLY TO A SINGLE PATIENT. DATA INCLUDE NEWLY IMPLANTED PATIENTS AND FOLLOW UP OF PATIENTS INCLUDED IN THE PREVIOUS DATA SET. DATA OBTAINED FROM TRUVETA FOR THIS STUDY IS DE-IDENTIFIED BEFORE BEING ACCESSED BY BOSTON SCIENTIFIC, THUS THERE ARE SIGNIFICANT LIMITATIONS TO OUR ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED AS A SPONTANEOUS COMPLAINT. THE STUDY DATA DOES NOT PROVIDE A CAUSALITY RELATIONSHIP FOR EACH REPORTED EVENT TO THE DEVICE. NO FURTHER INFORMATION IS AVAILABLE TO BSC.